Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and reported sensor glucose vs blood glucose reading mismatch. The blood glucose value was 84 mg/dl and the sensor glucose value was 41 mg/dl at the time of the event.  The insulin delivery was suspended due to sensor glucose vs blood glucose difference. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.